Event description:
Dr was having difficulty accessing port so the pt was sent for removal. During removal, it was noted that catheter had "sheared off" port. No other info is knwon.

Manufacturer narrative:
The product implicated and returned for eval is a plastic port w/attachable 8fr catheter. The port is returned with a segment of 8fr catheter attached to the stem with the cath-lock threaded loosely over the catheter and the separated strain relief of the cath-lock pushed over the stem and butted against the port base. The overall length of the assembly measures 4.3". The 15cm depth market (3 black dots) is printed near the middle of the length of the attached catheter tubing. The distal end of the catheter tubing appears broken and deformed. The port reservoir and the catheter lumen both appear to be clear. There is a small amount of blood residue under the over mold. There are 3 blue mono-filament sutures tied through the over mold. A fourth suture site is seen where the suture has been removed. Grip marks from hemostats are also seen in the over mold. The port's septum shows a few needle stick marks. There is no blood residue inside the cath-lock. The hard plastic lock has hemostat grip marks. A history review of lot number 36ch0625 shows no related mfg issues, and no other field complaints reported for this lot. The initial eval and decontamination shows the port and attached tubing filled with blood, but flushed clear. Upon further eval, the catheter segments are tactually examined. The tubing is severely weakened where the tip of the port stem is located, and a small hole is found. The hole is a small slit, perpendicular with the axis of the tubing. The tubing also has small mechanical impressions all along its length. These may have been made by instrumentation at placement or explantation. The broken end of the tubing is mis-shapen and irregular. The sample is viewed under 5-30x magnification. The slit appears to have been cut/torn by a sharp edge. The walls are smooth and glossy. It was probably caused by the inner diameter of the incorrectly placed cath-lock pinching against the tip of the stem. There are ringed impressions around the tubing just in front of the incorrectly placed strain relief. They appear to have been left by the cath-lock inner diameter. The subcutaneous breakage and embolization of the catheter is confirmed. It should be recorded as user-related, since the catheter breakage appears to have resulted from clavicle/first rib compression. The catheter tubing has also damaged through incorrect assembly and mishandling. The instructions for use warns against all of the above.